Event description:
Reportable based on device analysis completed on 17-jan-2024. It was reported that stent damage was encountered. The target lesion was located in the blood vessel. A 20 x 2.50 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was rough. The procedure was completed with another of same device, and patient status was stable. No patient complications were reported. However, the returned device analysis revealed stent detachment/separated.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. A visual, tactile and microscopic examination identified that the stent had been detached from the delivery system and not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break. The tip was not returned for analysis and bumper tip showed no signs of distal tip damage. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent od (outer diameter) at the time of manufacturing was 0.0406 inches which is within maximum crimped stent profile measurement.